Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6).

Event description:
It was reported that during a primary hip surgery, the distal end of the inserter broke. There was no impact to the patient/body health. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: complaint sample was evaluated and the reported event was confirmed. Visual evaluation determined that the threaded shaft of the hex bolt had fractured from the hex head. Dimensional analysis confirmed that the diameter of the shaft and material hardness were conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. The device was manufactured prior to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.